Event description:
It was reported that the patient was experiencing pain and the spinal cord stimulator (scs) was turning on and off. The patient underwent an implantable pulse generator (ipg) explant procedure. The explanted device was not returned per facility preference.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.